Manufacturer narrative:
The reported event for inoperable ipg was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to any issues. The ipg communicated and charged normally with lab equipment. The ipg was functionally tested and passed all testing.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient experienced loss of therapy due to high impedance. Additionally, the patient¿s ipg was inoperable. As such, surgical intervention took place wherein the lead and ipg were explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
Date of event is estimated.